Event description:
It was reported that during a prostatectomy, the handpiece error occurred. Another device was used to complete the case. No pt consequences.

Manufacturer narrative:
Eval summary: the handpiece was tested on a gen04 and no error code was noted. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.